Event description:
Healthcare professional reported, during clinical examination. The patient complained of breast discomfort, intra- and extracapsular rupture. And the presence of fluid around the prosthesis. Healthcare professional, later reported, baker grade for the right capsular contracture, if applicable: iii. Affected side is right. The device remains implanted.

Manufacturer narrative:
Continued e1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii, "fluid around the prosthesis".